Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager attached to the refrigerator had fallen off. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer (fse) reinstalled the srm that had fallen off and completed successful testing with the customer. The system functioned as intended after the field service engineer (fse) resolved the issue.